Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-01195 / 01196 and 1825034-2016-01491). Product location unknown.

Event description:
It was reported the patient underwent a left total hip arthroplasty in 2000 with unknown products. Subsequently, a revision procedure was performed in 2005 due to unknown reasons. During the procedure, a competitor stem was implanted. It was further reported, a revision procedure was performed on (B)(6) 2014 due to infection. All components were removed and replaced with antibiotic cement spacers. The patient underwent a revision of the antibiotic cement spacers on (B)(6) 2015. A biomet femoral stem and head and a competitor acetabular component were implanted. Following this procedure, wound leakage and delayed wound healing was noted. Subsequently, an aspiration was performed on (B)(6) 2015 and revealed infection. The infection is being treated by antibiotics. The resolution is still pending as the patient was last reported to still be on antibiotics on (B)(6) 2015.